Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, replacement of the (B)(4) control solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Generated technical error indicates disabled ventilation. It is communication error or (B)(4) control error during startup. (B)(4) control contains electronics including microprocessor control to achieve among others: regulation of inspiratory flow, regulation of inspiratory pressure and regulation of a constant inspiratory flow. The breathing software is stored on (B)(4) control. The system software must be re-installed if (B)(4) is replaced. The reported issue was confirmed in provided device's logs. The claimed part was not provided for further analysis. Additional information was requested for further investigation but have not yet been received. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).